Event description:
The complainant reported that implantation of an impella 5.5 was aborted due to the patient's anatomy. No patient harm was reported.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Manufacturer narrative:
The investigation was completed. No product was returned for investigation. Unable to deliver or advance (delivery issue): the cause of the deliver issue was determined to be patient condition as the patient had difficult anatomy preventing successful delivery of impella. The device history review was completed and the device passed all post sterile inspection checks.